Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Customer declined troubleshooting from tandem technical support, therefore no additional information was provided.